Event description:
Healthcare professional reported a left side rupture seen at surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: ¿crease flat observed in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture seen at surgery. Device has been explanted and replaced.